Event description:
Philips received a complaint about the v60 ventilator indicating that there was a pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer confirmed that there was a machine pressure autozero failed alarm recorded in the event log. The customer confirmed that no work has been performed on the data acquisition (da) printed circuit board assembly (pcba) recently. The remote service engineer (rse) informed the customer to perform the following troubleshooting steps in this order: verify the pin alignment between the solenoids and da pcba, replace the 2nd and 4th autozero solenoids, and then replace the da pcba. The rse provided the customer with part information for the solenoids. The customer contacted an rse and requested assistance with the replacement of the 2nd and 4th solenoids. The reported issue was resolved with the replacement of the solenoids. The customer let the device run for 30 minutes without further issues.